Event description:
It was reported that when an asymptomatic patient presented to the ER for lead revision, the torque wrench would not engage the setscrew. The physician elected to explant the device after multiple attempts with different torque wrenches, the entire setscrew was removed from the device header. The device was replaced with no complications.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.